Event description:
A customer contacted beckman coulter regarding falsely high platelet (plt) result from a single patient sample that was generated by the coulter ac t 5diff cp analyzer. The initial plt result was 465x10 to the third power cells/ul and 293x10 to the third power cells/ul upon repeat. The initial result was printed with an "h", operator defined flag. (H-result is above the patient limit set by your laboratory and may generate an interpretive message on the printout). The repeated plt result was considered correct. The erroneous result was not reported out of the lab, and there was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Pre-analytical sample handling and system information was not provided. Customer reruns patient samples when plt results are outside the patient limits set by the lab. No additional information regarding his event was provided. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.